Event description:
The patient is reportedly experiencing pain and headaches around his implant site. Testing of the device showed that it is functioning. The pt was reprogrammed and given external equipment to try with his device, however, this did not resolve the problem. Surgery to explant the pt's device will be scheduled.